Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, a 25mm anvil was received with the washer cut. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: after firing, palpation thru lumen revealed all staples jagged like barbed wire and incomplete anastomosis.

Event description:
It was reported that during a colon resection procedure, after the device had been fired, the anastomosis was checked. The staples were sticking out instead of forming. It is unknown how the procedure was completed. There was no patient impact reported. No other details of the event are known.